Event description:
Customer reported that her freestyle meter is giving incorrect readings and reports an occasion back in 2007 where she received a reading of 400mg/dl and states she dosed herself with insulin based on the readings, fell asleep and lost consciousness. She states her husband tried to wake her but she could not respond. She also reports she had a seizure. However, it is unclear if the seizure activity is related to the same event. The customer reportedly called the paramedics, was transported to a local health care facility and was diagnosed with hyperglycemia. However, the report also states she was treated with juice, candy and glucose tablets which is inconsistent with the diagnosis. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted once results are available.